Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) lead exhibited loss of capture causing the patient to experience weakness. Review of the system indicated the rv and right atrial (ra) were reversed in the header. Surgical intervention was performed and the ra and rv leads were switched and properly re-inserted into the header of the device. The rv lead remains implanted and in service. No additional adverse patient effects were reported.